Event description:
It was reported that during a tonsillectomy/adnoidectomy procedure using a coblator ii controller, the coagulation function would not work. Another wand was opened and tested with the unit, but still the device would not coagulate. Ultimately, the procedure was completed using a competitor's device. There were no significant delays or patient complications reported as a result of this event.